Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) leading to it being previously explanted. A replacement surgery was performed in which a new aus as implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.